Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log noted an error code message was recorded. Functional tests included use testing. The pump was powered up and displayed an error code. The pump was opened up and it was found that the motor was locked. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was due to an inoperable component.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.